Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the patient was diagnosed and was being treated for parkinson¿s disease after the ins was implanted. Lately, after turning on the ins it seemed that the motor roots were stimulated as the patient had spasms in the abdomen (similar to hiccups). After viewing the x-ray and ascertaining that the electrode had not migrated, clinicians ruled out a correlation but by turning off the ins the spasms ceased so they have decided to explant the lead. Neurologists treating the patient hypothesized a spinal cord problem with consequent signal transmission problem. The stimulation was turned off pending the lead explant probably after the christmas holiday. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3877, serial# unknown, product type lead. Other relevant device(s) are: product ID: 3877, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.